Manufacturer narrative:
Correction: to implant date should have been (B)(6) 2024 not (B)(6), 2024.

Manufacturer narrative:
Correction: to patient condition should have been stable not unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no radio frequency telemetry on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no radio frequency telemetry on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.